Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 7496-66, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3986, serial# (B)(4), implanted: (B)(6) 2000, product type: lead. (B)(4)

Event description:
The consumer reported seeing a poor communication screen on their programmer. They were not able to communicate with their implantable neurostimulator (ins) using their recharger. The patient last successfully recharged 2 months prior to the report. In the middle of that recharging session the screen changed to reposition antenna. The patient had lost a lot of weight which caused their ins to move around in the pocket site a little bit. The device was suspected to be in overdischarge. The patient's indications for use were spinal pain and reflex sympathetic dystrophy with causalgia and complex regional pain syndrome. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient stating that the overdischarge situation had not been resolved as of (B)(6) 2016. They were scheduled to see their physician on tuesday.